Manufacturer narrative:
Who: the doctor contacted ulab regarding a possible allergic reaction. What: patient wore aligners 1-5, developed an allergy - experiencing shortness of breath and mild swelling. When: (B)(6)2025. Where: aligners were in the patient's possession at the time of the possible allergic reaction. Why: no RMA four pieces (u02b, u04b, u00p, u06b) were rejected for being cracked on (B)(6)2024. Final qa03 inspection done by #97 on (B)(6)2024. Per discussion in the complaint meeting on (B)(6)2025, requesting more information from the doctor regarding known allergies, did they seek medical attention, did the symptoms stop once they discontinued wearing the aligners? Per office: can't breathe and face and lips swollen no known allergies no allergy test planned try a different aligner company or put him in braces had restorative work he wants to switch to invisalign from another provider wearing part time maybe stopped over the weekend try a different material. Conclusion: this complaint will close as undetermined. This reaction may be due to other external factors/common allergens that were introduced coincidentally at same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. The cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed but no further information. The product was not returned. Ulab systems reported this minor allergic reaction as an emdr through our webtrader production account, on (B)(6)2025.

Event description:
Who: the doctor contacted ulab regarding a possible allergic reaction. What: patient wore aligners 1-5, developed an allergy - experiencing shortness of breath and mild swelling. When: (B)(6)2025. Where: aligners were in the patient's possession at the time of the possible allergic reaction. Why: no RMA four pieces (u02b, u04b, u00p, u06b) were rejected for being cracked on (B)(6)2024. Final qa03 inspection done by #97 on (B)(6)2024. Per discussion in the complaint meeting on (B)(6)2025, requesting more information from the doctor regarding known allergies, did they seek medical attention, did the symptoms stop once they discontinued wearing the aligners? Per office: cant breathe and face and lips swollen no known allergies no allergy test planned try a different aligner company or put him in braces had restorative work he wants to switch to invisalign from another provider wearing part time maybe stopped over the weekend try a different material. Conclusion: this complaint will close as undetermined. This reaction may be due to other external factors/common allergens that were introduced coincidentally at same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. The cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed but no further information. The product was not returned. Ulab systems reported this minor allergic reaction as an emdr through our webtrader production account, on (B)(6)2025.